Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had ab unexpected restart alarm and another insulin pump error alarm. The customer also reported that they experienced high blood glucose level which was unknown. The customer was able to clear the alarm and rewind the insulin pump. Troubleshooting was performed and the alarm occurred again after inserting a new battery. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).